Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the collar around the male luer lock of continu-flo solution set separated and was missing. This issue was further described as, ¿the adapter did not have a luer lock thread and the equipment could not be connected to a three-way stopcock or catheter¿. This issue was observed during medication administration to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufactured in march 2023. H10: the device was received for evaluation. A visual inspection was done which observed a missing luer lock. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.